Manufacturer narrative:
(B)(4). Date of initial report: 02/05/2016. This report is part of a retrospective review as part of a remediation related to CAPA (B)(4). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported when the antenna was prepared for a percutaneous ablation procedure, the tube was not in good condition. The outside of the tube had a damaged spot that caused irregular flow of water. The device was not used. A new device was used for the procedure. There was no patient injury.